Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 250mg/dl and correction boluses were delivered to address the bg level after performing an infusion set site change. The customer stated infusion set site changes would be performed to address the occlusion alarms and if that did not resolve the issue then an infusion set tubing and cartridge change would be performed. Tandem technical support explained occlusion troubleshooting to the customer. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.